Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported ¿will not detect upstream occlusion¿ was not reproduced. The device was tested for upstream occlusion detection and passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the upstream fluid numbers not within specification. The upstream pusher setup will be performed to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not detect an upstream occlusion alarm. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.